Event description:
The device evaluation noted a defective downstream occlusion sensor and a detached downstream occlusion seal. There was no reported patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection of the device noted the detached downstream occlusion (dso) seal. Functional testing was performed and found the dso sensor to be defective. The dso sensor and dso seal were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.